Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not maintaining temperatures, calibration necessary. Per review of wo on 01apr2026, device was used on patient and no patient impact reported. Per sample evaluation results received via task on 27may2026, it was reported that the low flow observed due to worn circulation pump, unstable pressure reading due to broken pressure sensor, low flow observed after circulation pump and manifold replacement due to tubing too long on the new spare part manifold assembly.